Manufacturer narrative:
Serial number of the involved device was updated as the one provided within the initial report was incorrect. On 2019-jan-10 arjo has received additional information regarding condition of the patient. The patient was hospitalized from (B)(6). At the time when this information was received the patient was anxious, did not eat and drink or very little. She was perfused for provision of glucose and for rehydration. Also a black stools were observed, therefore according to the customer facility representative she was bleeding internally, but they did not know from where as it could not be investigated due to her health condition. The device was removed from use after the incident and inspected by the arjo qualified representative. According to the results, the visual condition of the device was good, but there were a few scratches and paint peeling on the head and foot supports. The left side rail was found bent and not possible to be locked. The involved unit was not under the arjo service agreement. Each concerto unit is equipped with two side rails - one on both sides of the trolley. The side support is lowered by pressing the two catches simultaneously. When raising the side supports, user should make sure that the two catches snap into place. Please note that the device in question was manufactured 13 years before the incident was reported. The equipment is subject to wear and tear, and the maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. Care and maintenance shall be carried out in accordance with the preventive maintenance schedule included in the IFU. According to the operating and product care instructions (IFU; 04.ba.02_5 issued in november 2004) active at time that the involved device was manufactured, the customer should perform a functionality test (including catches on the side supports) and check of the mechanical attachments on a weekly basis to detect any deficiencies. The involved device was not under the arjo service agreement, so was not serviced by the company's personnel. Arjo also did not receive any specific information regarding recent maintenance routines performed on this device. The maintenance and repair manual (09.ba.00_5gb dated on may 2015) provides information about actions to be carried out by qualified personnel in terms of the device maintenance. According to its content, a check of all vital parts (including side supports) for corrosion and damage should be performed every year during the device's annual maintenance. The points on this checklist are the minimum the manufacturer recommends. In some cases due to heavy use of the product and exposure to aggressive environment, more frequent inspections should be carried out. Continuing to use this product without conducting regular inspections or continuing to use this product when a fault is found will seriously compromise the user and residents safety. It appears to be likely that the side support was bent as the user could have hit walls or doors with this assembly. Instructions for use provides information and warnings to be careful when transferring the device: "always make sure that: the concerto is moved with care, especially in narrow passages, over bumps, etc." The review of reportable events with the involvement of the concerto shower trolleys in last years, revealed a limited number of similar incidents. In summary, according to the customer allegation, the side support opened during use which led to the resident fall, so the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities due to the patient fall and a serious injury occurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The device was removed from use after the incident and inspected by the arjo qualified representative. According to the results, the visual condition of the device was good. The left side rail was found bent and not possible to be locked. The device was maintained internally by the customer. Additional information will be provided within the next report.

Event description:
It was reported that the patient was leaning on her side and on the side rail as the caregiver was installing a draw sheet on the trolley. The side support opened and the patient fell head down to the floor. The patient sustained multiple maxillofacial fractures. According to the received information no surgical intervention was taken because beneficial balance was not favorable.